Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. The customer stated that he has had issues with the scroll wrap. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.